Event description:
The olympus (ocg) regional repair center was informed that a customer 4k camera head was returned due to a report of the "buttons are not working properly" during inspection before use. No patient injury or harm was reported to olympus. Upon inspection and testing, the camera was observed to have a (reportable) no image malfunction due to a faulty camera cable unit.

Manufacturer narrative:
During inspection, the camera head does not communicate with the video processor, the no image condition was attributed to a defective cable unit and the insulation is damaged/multiple cuts. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, it was determined that the faulty cable could likely be caused by excessive force during cleaning, by pulling, twisting, squeezing, or bending during reprocessing attributed to normal wear and tear. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.